Event description:
Smiths medical international ltd. Has been notified of an event of where the user alleges air leakage through the cuff after in use for two days. The tube was replaced. No adverse outcome. Event occurred at shosp.